Event description:
During pt use, suddenly the air piping dropped off from the hose assembly. The pt was ambu bagged and switched to another ventilator. Replacing the hose resolved the issue. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no pt info was provided.